Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the ventilator's touchscreen was unresponsive and frozen. The reported issue was resolved by replacing the front panel display. After performing extended self-test (est) and operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect component (front panel) has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an evaluation is completed.

Event description:
The customer reported that the vela ventilator's touch screen is "freezing-up". There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire failure analysis lab technician was unable to verify the customer's reported issue. Bench testing confirmed that the touch screen is responsive to touch. The device passed all testing and met all vyaire manufacturer specifications.